Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012212435); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012148532); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by the medtronic field representative. Fluoroscopy check showed that loading was acceptable. A safari guidewire was used. A pre-dilation was performed using a 24mm vacs balloon due to the highly calcified native aortic valve. During the first deployment attempt of the valve in the patient's aortic annulus , an infold was noticed. The valve was checked in a second c-arm angulation and the infold was confirmed. The valve was recaptured. The valve and delivery catheter system (dcs) were removed from the patient and discarded. A new valve, and dcs were used with no further issues. No adverse patient effects were reported.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a during the valve implant, a procedure delay of 10 mins was reported.

Manufacturer narrative:
Update data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.